Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has reportedly migrated and a repositioning surgery was discussed. However, as the recipient has never liked the sound quality of the device with the acoustic component it is planned instead to explant this device and re-implant with a +flex28, which is what is on the contra-lateral side.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: based on the received information from the field the device was explanted due to movement from its intended position, which was probably caused by the user's habit of rubbing the implant site. In addition, facial nerve stimulation (fns) was observed on various channels and the recipient did not like the sound quality, which could be related to the unavailability of the channels affected by fns. The user's medical history i.e. Trigeminal neuralgia might have contributed to the fns, as the symptom is present also with the new device. The explanted device has not been received for investigational purposes and was possibly lost at the clinic. This is a final report.

Event description:
The device housing migrated from its original position. In addition, the recipient had facial nerve stimulation on multiple channels (4-5 channels) which was difficult to manage with programming. The user had the habit of rubbing on the implant site, which is thought to be the reason for the housing migration. The recipient was re-implanted on (B)(6) 2019. User was re-implanted mainly due to migration of the housing. A full insertion was confirmed at time of re-implantation. Unfortunately, the clinic cannot locate the explanted device, which at this time is considered as lost. At re-activation with the new device in (B)(6) 2019, the recipient still had facial nerve stimulation on one channel which has been deactivated. The user was otherwise doing well. As per new information from march 2019, facial stimulation was reported again. The recipient reportedly does not wear the processor regularly on the revised side.